Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (sensor used with reader). The customer indicated the low/high glucose alarm did not trigger and therefore they were not made aware of changing glucose levels and lost consciousness. The customer was administered glucagon injection and oral sugar for treatment provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device (sensor used with reader). The customer indicated the low/high glucose alarm did not trigger and therefore they were not made aware of changing glucose levels and lost consciousness. The customer was administered glucagon injection and oral sugar for treatment provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.